Event description:
Customer reported the unit will reboot when the display is moved. No reported patient involvement. Service representative duplicated there reported condition. Device was repaired and proper operation was confirmed.